Manufacturer narrative:
H020002 / s5.

Event description:
It was reported to boston scientific on 01/18/2007 that "during procedure, (the physician) could not get the stabilizer (component of device in question) to advance once the stent (device in question) was in position, so he was unable to deploy the (device in question). The stabilizer ended up breaking off at the proximal end due to the force needed to attempt to deploy the (device in question). When he removed the delivery system, he also noticed a tear in the delivery catheter (component of device in question). He then used another stent of the same size, which he was able to deploy, but it was very difficult. He did mention that there was extreme tortuosity in the pt's carotid. He was using a 200cm guidewire when trying to deploy the (device in question)." It was reported that the aneurysm coiling procedure of the internal carotid artery was completed with another device of the same type, that there were no pt complications, and that the pt condition was good.